Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip cover was damaged/torn. The procedure was completed with no reported injury or delay.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) tip cover accessory was analyzed, and failure analysis found the tip cover was found to have tearing at the mouth where the scissor tips exit. The tear is axially aligned with the tip cover and measure 0.1205¿ in length. There are no signs of thermal damage present at the end of any tears as evidenced by charring/melting. There were no missing pieces. The mcs instrument requires the use of a tip cover to prevent energy from discharging anywhere but at the instrument¿s tip. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of a damaged tip cover is attributed to either improper installation onto the mcs instrument or other instruments rubbing against it during normal use conditions or collisions. These stresses can lead to excessive wear resulting in small breaks or splits. Tearing of the tip cover distal to the mcs blades would be adjacent to the active electrode of the mcs instrument, which is carefully controlled by the surgeon and under constant observation while cautery is applied to tissue.

Event description:
Refer to h11 for follow-up information.